Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that this was an acute myocardial infarction (ami) case. After the lesion was checked with the intravascular ultra sound (ivus), the vision was delivered with direct stenting. The vision was implanted at 10 atm. Out of the patient body, it was noted that something felt odd and the device was examined. The balloon was inflated and found to be ruptured. When the vision was delivered, no problem was noticed with inflating and deflating the balloon. It is not certain at what point the balloon ruptured. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to perform their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast visible in the inflation lumen and in the balloon. The balloon had loose folds. There was no other damage noted to the sds. The indeflator used in the procedure was not returned. A new indeflator filled with water was used in an attempt to pressurize the balloon. There were four pinhole ruptures along the length of the balloon. The ruptures were 1 mm, 2 mm, 5mm and 1.1 cm proximal to the proximal edge of the distal marker band. There was a scratch on the balloon connecting to all the pinholes. There was no other damage noted to the sds. This device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.